Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the intestinal tract during an endoscopic submucosal dissection (esd) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the clip was able to grasp and lock onto tissue but failed to release from the catheter. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). A visual examination of the returned complaint device revealed a slight kink on the distal section. The clip was activated to deploy one time but the clip got stuck in the bushing. This failure is likely due to an expected or random component failure without any design or manufacturing issue. Therefore, the most probable root cause is cause traced to component failure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the intestinal tract during an endoscopic submucosal dissection (esd) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the clip was able to grasp and lock onto tissue but failed to release from the catheter. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.